Event description:
It was reported that the customer was experiencing issues with tape getting stuck to the inside of the serter and it was not releasing very well. This caused the infusion set needle to bend. Customer had also been hospitalized on (B)(6) 2014 for low blood glucose. Customer did not have time to troubleshoot for any of the aforementioned issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is one of two medwatch reports regarding this event. Please see medwatch # 3004209178-2015-88383.

Manufacturer narrative:
One opened quick serter was evaluated for locking and proper operation. The quick serter failed per inspection, it was noted the quick serter barrel walls had excessive glue from quick set tape.